Event description:
It was reported that the lead's slack had been pulled to the point that it was straight in the atrium and although it would sense appropriately its thresholds were too high. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.